Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitoring signal loss with the ilet, resulting in no glucose readings until the agent instructed the user to toggle the g7 off and on and restart the sensor, after which pairing was completed; the event aligns with intermittent communication failure and involves the antenna component within the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure and associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.